Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 10jan2019. Philips field service engineer (fse) confirmed the reported issue finding air valve liftoff failure error code 1012 in the device history logs. Fse ordered (B)(4) assembly,blower valve to resolve this issue. Philips field service engineer (fse) replaced the blower motor and the blower valve assembly to resolve this issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
Customer reported the unit shut down. No patient/user harm reported. Event date not specified; estimate used